Manufacturer narrative:
Device received with missing segments or partial display due to cracked and bleeding lcd glass. Unable to perform self-test and displacement test or verify frozen screen due to missing segments or partial display. No audio or beep anomaly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported that their insulin pump gets a frozen display when changing batteries. The customer¿s blood glucose level was unknown at the time of the incident. The pump beeps continuously and the issue was unresolved. Troubleshooting was not completed. The insulin pump will be returned for analysis.